Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not sure if the therapy was working. Patient stated yesterday they paired up with the communicator and they figured out how to do it but they think it got turned off somehow so they think they have it back on but they're not sure it's doing a lot to help them. Patient stated that they lost stimulation sensation after the surgery. Agent walked patient through connecting with their implant and patient was able to successfully connect. Patient confirmed therapy was at 0.1 program 3. Guided patient to discuss with healthcare provider (hcp) medical concerns. Patient has a follow up appointment on november 14th. Patient reported: loss of stimulation sensation. Symptoms reported: urinary symptoms.